Event description:
Customer reported that approximately two weeks prior to contacting customer service, he attempted to test on his adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer additionally reported he experienced a loss of consciousness as a result of being unable to test. Paramedics were called and upon their arrival, customer was reportedly administered "glucagon and glucose", and transported to a local hospital where he was diagnosed with hypoglycemia. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.